Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap chole, little piece of the first seal ruptured when inserting an instrument. No patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, nothing fell into cavity, no reinforcement material used.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one trocar opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the trocar assembly revealed damage to the circular seal. The obturator was not received. Since the clinical obturator was not returned; a pmv representative obturator was used for functional testing. Functionally, the representative obturator was inserted into the trocar with no binding or difficulty. The obturator locking tabs functioned properly. The instrument was applied to test media; the blade tip penetrated cleanly and completely through the media, allowing the cannula to pass through. In addition, the trocar failed the air leak test due to the damage to the circular seal. The trocar envelope seal pass an air leak test. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.